Manufacturer narrative:
Complaint trend analysis conducted for this sku and problem and no adverse trends found. No other complaints found for this lot number. The device history records were reviewed and found to be complete and accurate. The device sample is not available, therefore the root cause of the reported complaint can not be confirmed. The account stated they had not received training on this medical device however the product packaging contains an instruction for use and provides details on how to use the device properly. In addition, hollister is working with the account to address their 9786 hollister feeding tube educational needs.

Event description:
It was reported that a patient who had a 12 fr feeding tube in place secured by a hollister feeding tube attachment device experienced a tube dislodgement because the clamp did not securely hold the tube in place and the tube was able to slide through the clamp. It was reported that the dislodgement led to aspiration leading to respiratory distress, hypoxia, and tachypnea. It was further reported that crackles were heard in the chest and consolidation in lung was seen on x-ray. It was reported that the patient needed repeated deep suctioning, several days of oxygen therapy, and IV antibiotics. The account reported that the patient recovered from the aspiration event but remains in the hospital for other reasons. The account reported that they switched to the hollister tube attachment device a couple of months ago and had no education or training when this switch was made.